Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient was found unresponsive in their home. When the patient arrived to the emergency room (ER) they were unable to interrogate the ICD. The patient was shocked, however, they were asystolic. Subsequently, the patient was hospitalized and a temporary pacemaker was implanted. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the conclusion code was updated.